Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was inspected. When checking the device, it was found that the hp regulator and the hose bends were dirty and that there was a leak due to a torn flow sensor. The root cause of the device failure is contamination inside the co² system, which has crept in due to contamination of the co² supply. User error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the surgery it is going off and later after an hour it is going back to normal again. It was mentioned that the device turns off due to overheating, because the cylinder at the back was not in use also was very hot to touch. No death or (unanticipated) serious deterioration in state of health reported.